Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation/leaking issue occurred. It was reported that there was blood leaking back from the hemostatic valve. The reporter could not confirm if there was any visible damage to the hemostatic valve or if the leaking happened before/during/after dilator insertion. The vizigo sheath was replaced, and the procedure continued. There was no patient consequence. Additional information was received, and it was reported that the problem was noted after the dilator was removed. The physician attempted to visualize the valve but was unable to due to bleeding. There was physical damage to the valve. It is unknown what section was damaged. It did not break into two or more pieces, and no part of it was detached from the sheath. No air entered the patient¿s body. There were no percutaneous or surgical intervention required. It is estimated that about less than 50 ccs of blood was lost. No medical intervention was necessary.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub of the device. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation/leaking issue occurred. It was reported that there was blood leaking back from the hemostatic valve. The reporter could not confirm if there was any visible damage to the hemostatic valve or if the leaking happened before/during/after dilator insertion. The vizigo sheath was replaced, and the procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface has shown evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record review (DHR) was performed for the finished device 00001768 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate the issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)